Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2024-04106 for the associated device information. It was reported to boston scientific corporation that axios stent and electrocautery enhanced delivery systems were to be implanted transgastric to pancreas for pancreatic fluid collection during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the physician attempted to deploy the first axios stent (subject of manufacturer report # 3005099803-2024-04106). However, the first axios stent got pushed into the collection. A guidewire was placed through the delivery system to keep the same access point in the stomach, a second axios stent (subject of this report) was attempted to be placed. However, the same event occurred. A third axios stent was then successfully deployed, and the first two stents were removed from the collection using forceps. There were no patient complications reported due to this event.